Manufacturer narrative:
(B)(4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B)(4) sales representative. The device history record (DHR) review was completed, and there was no nonconformance found related to this event. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device has not been returned for evaluation.

Event description:
It was reported by (B)(4) sales representative that a 4450, 32mm ring was explanted at implant due to an unsuccessful ring repair. A 6900p valve was used instead. Please send replacement by monday (B) (6) 2010 by 8 a.m. It is unknown if the device is available for return.